Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned foot switch found it to be in good physical condition, and it worked properly during mechanical testing. However, during electrical evaluation, intermittent power and irrigation were observed when the corresponding pedals were depressed. The condition of the returned device was consistent with the complaint that the "console delivers energy intermittently"; the complaint was confirmed. The reported failure was likely due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01187 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used (it is unknown if they were used during a procedure). According to the complainant, the console output was intermittent. The foot switch was suspected to be the problematic system component. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01187 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used (it is unknown if they were used during a procedure). According to the complainant, the console output was intermittent. The foot switch was suspected to be the problematic system component. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.